Event description:
It was reported that after the exp. Valve test, blower did not stop and the flow continued. After running the test for the second time, the blower stopped. The device passed the exp. Valve test and no technical failure codes appeared in device logs. The incident occurred during maintenance, therefore there was no patient involvement. Investigation is ongoing.